Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed (B)(4) reported on behalf of their customer that the 60-5274-132, stealth 32 lhook lap elec pkg was being used during an unknown procedure on (B)(6) 2022, when it was reported, ¿it was reported that the shrink tube of the electrode (insulation part) came off.¿. The procedure was completed with another unknown device. There is no report of injury or impact to the patient or user. Further assessment has been sent, however, to date no other information had been provided this report is being raised on the basis of injury due to potential of fragmentation remaining in the patient.

Event description:
Conmed japan reported on behalf of their customer that the 60-5274-132, stealth 32 lhook lap elec pkg was being used during an unknown procedure on (B)(6) v22, when it was reported, ¿it was reported that the shrink tube of the electrode (insulation part) came off.¿. The procedure was completed with another unknown device. There is no report of injury or impact to the patient or user. Further assessment has been sent, however, to date no other information had been provided this report is being raised on the basis of injury due to potential of fragmentation remaining in the patient.

Manufacturer narrative:
Reported event of the insulation falling off and into the patient is inconclusive. The device will not be returned for evaluation and although photographic evidence has been provided it shows no evidence of the event; therefore, the reported event cannot be verified. A device history review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as no lot number was provided. A two-year review of complaint history revealed there has been a total of 18 reports, regarding 24 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised the following: the user is advised to examine this device prior to use for damage. Do not use if damage is found. This issue will continue to be monitored through the complaint system to assure patient safety.